Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The product was evaluated. A visual inspection was performed and found that the sensor wire was missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A probable cause could not be determined. No injury or medical intervention was reported.